Manufacturer narrative:
Initial.

Event description:
It was reported that a user applied a new dexcom g7 continuous glucose monitor (cgm) sensor, observed an active warm-up in the dexcom app, but had not started or paired the sensor with the ilet, after which pairing was completed and the user awaited warm-up completion. No adverse clinical symptoms reported. Outcomes included no reported impact to health or need for medical intervention. User support included remote troubleshooting and user education regarding correct pairing workflow for the dexcom g7 with the ilet. Investigation of this case revealed user error related to sensor pairing sequence, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issue due to failure to initiate sensor on the ilet.